Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample and no picture was provided for investigation a malfunction could not be detected and therefore the complaint is considered as not confirmed. The complaint is only taken to knowledge and filed for statistical purposes.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "red cell - underinfusion". According to the customer: "under infusion - blood remaining in bag at the end of the infusion. Principal critical care technologist in (B)(6) hospital received complaints from in house that eight blood transfusions had issues since (B)(6) 2020. These issues were investigated by the (B)(6), no issues were found to exist, however, b braun had not been contacted until 18-may-21 about any of these issues. The issue occurs with red cells and there is no line issues to report. In each case the transfusion is connected, volume is put into the pump for 3.5 hrs. The rates are calculated and at the end the pump indicated that the volume is complete but there is fluid left in the bags. Information on each case requested. 255mls red cells. Transfusion to be given over 3.5hrs. Rate set at 72.86ml/hr. End of transfusion approximately half a unit still in bag. Issue occurred on (B)(6) 2021 on (B)(6). Administered by nursing staff. No patient harm. Line details unknown. Mls of red cells is the volume stated on the front of the red cell unit to be transfused. Each incident the patient was authorised one unit, not a specified volume. Trust policy states that the line is to be primed with blood, and there was no indication that any other priming fluid was used prior to commencing the transfusions."